Event description:
On (B)(6) 2013 the patient was admitted to the hospital due an aneurysm growth on the sutures of the implanted dacron device. To treat the patient a gore® excluder® aaa endoprosthesis component was implanted in the left leg of the dacron prostheses (distal landing zone) in the left external iliac artery. On (B)(6) 2014 the patient was admitted to the hospital due to a type I endoleak distal in the left external iliac artery. On (B)(6), two gore® excluder® aaa endoprosthesis components were implanted to solve the endoleak. A final angiography showed that the type I endoleak distal was solved and the patient was doing well.

Manufacturer narrative:
The imaging review stated that a one time-point was available for evaluation. An aneurismal growth cannot be determined with the one time-point. There appears to be contrast in the aneurismal sac at the distal end of the device. Contrast in the distal aneurismal sac appears to communicate with contrast with the implanted device. There appears to be lack of wall apposition at the distal end of the device. The result of the evaluation stated a type I endoleak distal.